Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Unknown allofit liner 50mm item# unknown, lot# unknown. Unknown cup 55mm item# unknown, lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Products were not returned for investigation, but a total of 4 pictures were provided. The connection pin of the distal part is fractured. On the visible distal and proximal surfaces of the revitan stem some scratches, most likely from the revision surgery, can be seen. The biolox head is mounted on the taper of the proximal part and some metal transfer marks can be seen on the visible parts of the articulating surface. A review of the device manufacturing records confirmed no abnormalities or deviations. Medical records were provided and reviewed by a health care professional. The patient is male, 186cm, 87kg, and 61 years old at the time of the event reported in this complaint. The patient underwent an initial left tha in 2002; however, no information on this implantation is available. The patient underwent first revision surgery because of stem loosening approximately seventeen (17) years later. During this revision surgery, the revitan stem and the biolox head were implanted. Three (3) years four (4) months later, the patient experienced a sudden pain and reduced mobility. Once at the hospital, the patient is diagnosed with a periprosthetic femur fracture and fracture of the pin of the revitan stem. As a result, the patient underwent needle aspiration at the proximal end of the left femur and a sample of blood and serum was collected. Nine (9) days later, the patient underwent a second revision surgery to remove the fractured revitan stem and the biolox head. The patient was implanted with the shortest proximal part (size 55). This system configuration may lead to a more proximal location of the stem junction. Based on the literature, the proximal position of the modular connection increases the mechanical stresses on the taper and thus increases the risk for stem fracture. Other factors such as patient age, medical history and activity level, may have led or contributed to the reported event. In conclusion, based on the investigation a pin fracture of the distal revitan stem can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified.

Manufacturer narrative:
(B)(4). Concomitant medical products¿ revitan prox. Cylindrical 55 item# 01.00402.055, lot# 2990861. Biolox delta hd 12/14 32x+7 item# 00-8775-032-04, lot# 29709596. Report source: foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that: the patient underwent a revision due to a periprosthetic femur fracture with implant fracture in the area of the coupling mechanism, approximately 4 years post-op. The patient reported standing on the left leg, turning, and feeling a cracking sensation with immediate pain in the left hip. A load on the left leg was no longer possible. A complex femoral osteotomy with one-stage socket replacement was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.